Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check. Identification of issue has been done by analyzing problem description. The issue was decided to be reported based on available information as the initial description might have underlying causes, which represent a reportable event. The root cause to the reported issue has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to internal leakage test failure during pre-use check (puc). The device failed to meet its specifications. There was no patient involvement. The issue was decided to be reported based on available information (no logs or no information about faulty part), as the initial description may have underlying causes, which represent a reportable event. Identification of issue has been done by analyzing problem description and service report. Further received information indicated that expiratory cassetts were defective. The issue has been resolved by replacing expiratory cassetts and the device was delivered to the user in working condition. The expiratory cassette is measuring the expiratory flow. A fault in the expiratory cassette will be detected during pre-use check (puc) and will not affect ventilation. The root cause to the reported issue has not been determined. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 09/15/2020. Corrected manufacture date: 09/10/2020. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref #: (B)(4).